Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the lot expiration and device manufacture dates are unknown. However, the complainant reported the device was not expired. (B)(4) for the reported event of clip would not release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-07903 addresses the first resolution clip device, manufacturer report # 3005099803-2013-07904 addresses the second resolution clip device, and manufacturer report # 3005099803-2013-07905 addresses the third resolution clip device. It was reported to boston scientific corporation on (B)(4) 2013 that three resolution clip devices were used for during a procedure performed on (B)(6) 2013. According to the complainant, the three clips could not be released from the catheter. The procedure was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation found that the device was half deployed and the clip assembly was not returned. The yoke was still attached to the control wire and could be deployed. The oversheath was not returned. The product analysis also indicates that there was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance may have been limited. Therefore, the most probable root cause is operational context.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-07903 addresses the first resolution clip device, manufacturer report # 3005099803-2013-07904 addresses the second resolution clip device, and manufacturer report # 3005099803-2013-07905 addresses the third resolution clip device. It was reported to boston scientific corporation on (B)(6) 2013 that three resolution clip devices were used for during a procedure performed on (B)(6) 2013. According to the complainant, the three clips could not be released from the catheter. The procedure was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.